Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemia on (B)(6) 2026. The blood glucose level was low and the patient was treated with juice/sugars. No further information available.